Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case using laser atherectomy. The turbo elite was prepped as per recommendations and was used for one full laser pass. Approximately half way through the second laser pass the physician noted that the saline flush was no longer running. The catheter was removed and flushed. While trying to flush, difficulty was noted; however this gave way and the physician continued the procedure using this device where it was then noted that something smelled and felt hot on the catheter where the physician was holding it. Upon inspection a defect on the outer jacket of the device was identified. No injury occurred to the physician or patient. The patient was treated using balloon angioplasty. This is being reported due to the potential for exposure to manufacturing materials and inadvertent laser energy.

Manufacturer narrative:
Device evaluation; broken fibers were visible at the damage 32" from distal tip. Dissection revealed 10+ damaged fibers. It is not understood how the fibers became damaged. The complaint narrative indicates the exposure happened outside of the body. The complaint was confirmed to have broken and exposed fibers along the working length.

Manufacturer narrative:
The device model number was corrected. Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.